Event description:
Caller states pt tested 2.5 inr on the coaguchek s system. The following morning the customer was hospitalized due to suspicion of thromboembolism. The pt tested 1.9 inr on lab value and was treated with heparin. Pt's current condition is not known. Requested return of suspect device and replacement was sent.